Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information reported, the patient reported discomfort and deflation on her right tissue expander, also developed wound infection a device extrusion. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Methylene blue dye was observed within device and the injection dome works properly. Leak testing was performed, according with mentor procedure, and it revealed a tear in the anterior view, measuring approximately 0.1 cm microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Device colored in blue is due they used dilute methylene blue in the expanders to detect early leaks. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast infection, device extrusion, deflation, and defective valve. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast reconstruction surgery with a 750cc artoura breast tissue expander experienced right sided breast infection, device extrusion, deflation, and defective valve post procedure. As a result, the patient underwent unilateral removal and replacement with a non-mentor breast implant on (B)(6) 2019.